Event description:
It was reported that a beta bionics ilet user had bluetooth connectivity issues with their dexcom g7 cgm. This occurred during a hyperglycemic episode reaching a peak of 277 mg/dl blood glucose (bg). The user was able to pair the sensor with troubleshooting and insulin delivery was resumed to correct the high bg. There was no further assistance required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.